Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa excel 23khz straight handpiece (c2600) had a cracked housing. The issue was detected during an unspecified surgery and caused increased surgery time of 90 minutes. No other handpiece was available as the second one was sent for repair. As a result, they had to change the surgical technique. There was no patient injury.

Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 the cusa excel handpiece (c2600) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint: the transducer found to be twisted in the handpiece housing because the torque base was not or not correctly used due to user mistake. To resolve the issues, the housing and all o-rings of the coil form were replaced and calibration and final testing according to manufacturer's specification have been performed. Root cause - the root cause is confirmed as device overtorquing due to incorrect assembly and disassembly of the handpiece by the customer using the torque wrench. This resulted in the torque wrench misaligning the dot on the handpiece and the handpiece connector. In relation to the handpiece overtorquing, the ability for customers to execute the instructions as written in the current user manual was previously verified by conducting a usability study. This will be monitored and trended going forward. At present, we consider this complaint to be closed.